Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen between the shock coils. Further analysis found an external insulation abrasion breaching the ring electrode cable lumen. The external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.